Event description:
It was reported the pt's first implant should have lasted about 5 years "but died in five months due to the high amplitude needed to feel it". During that time the pt had additional surgeries for revisions of the leads (reference MFR report#: 6000032200902737 and 6000032200902738). The pt then waited a year for a rechargeable device to come out before replacing the ipg.